Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" (specific value was not provided) and trace ketones. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a bolus via the pump to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.